Event description:
Same patient as MFR#: 2134265-2010-04334 and 2134265-2010-04335. It was reported that post a stenting treatment procedure, patient complications occurred. In (B)(6) 2005, a 2.75x20mm taxus express2 stent, 2.5x12mm taxus express2 stent and a 2.25x16mm express2 stent were implanted. The patient now reports that after stenting placement she has experienced thinning of the hair and it continues to be thin and break off. Additional information has been requested and is not available.

Manufacturer narrative:
If implanted, give date: (B)(6) 2005. Device is a combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).